Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17084. It was reported the patient's experienced ineffective therapy. Reprogramming did not resolve the issue. Lead diagnostics indicated all contacts on both leads measured high impedances. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿the generator could not deliver the desired strength¿. Patient was evaluated and high impedance was detected during an impedance check. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.